Event description:
It was reported to philips that the geometry module was not operational due to cable from module got pulled out. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that cable from geometry module got pulled out and is not operational. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that cable from geometry module got pulled out and now the module is not operational. To resolve the issue, the fse replaced geometry module and downloaded board software on to new geometry module. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.